Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose that was running from 46 mg/dl to 48 mg/dl. The customer stated that they treated the low blood glucose with food. Troubleshooting did not occur. The customer mentioned that they were having issues with infusion set and reservoir connection. The insulin pump will not be returned for analysis.